Manufacturer narrative:
Baxter received and evaluated the device. Flow testing was performed and found the device was delivering out of range on the low delivery rate. Visual inspection found the pressure plates to be out of specification. The reported condition was verified. The device was found out of specification in relation to the reported under infusion which was reproduced. The cause was determined to be the pressure plates being out of specification. The pressure plates were adjusted to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during patient infusion of levophed 4mg with a spectrum iq pump, the patient experienced hypotension reported as "the blood pressure continued to drop" even though the infusion rate of the spectrum pump was increased. It was reported the patient became "unstable". According to the reporter, intravenous fluid was flowing, however, not "fast enough". The spectrum pump was changed and the patient's blood pressure normalized. No additional information is available.